Event description:
When beginning to set up for case, the caregiver noticed the general major pack was folded incorrectly making it contaminated. Removed from service and obtained new one. Defective supply in office of the nurse manager. Manufacturer response for general surgery tray, cardinal health (per site reporter) waiting for their response.